Event description:
During a total hip replacement, the tip of a 6 inch bovie cautery broke off in wound and was never located. Surgeon used c arm machine and searched wound for 10 minutes, but could not locate it. Plain film x-ray was taken and radiologist did not identify broken tip in wound.